Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a type ii endoleak originating from multiple lumbar arteries as well as aneurysm enlargement from 6.5 to 8 cm. The same day, two iliac extender components were implanted to treat the type ii endoleak. It was reported that both internal iliac arteries were intentionally covered during the procedure. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Concomitant product: the patient¿s medications include albuterol, symbicort, lisinopril, hydrochlorothiazide, and atorvastatin. Additional devices implanted and involved in the event - pxa280300/7420850, pxl161407/8750023, and pxc121200/8770032.